Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported no steps were taken to resolve the eri. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain it was reported that the implantable neurostimulator (ins) showed elective replacement indicator (eri). There was no allegation made against longevity but manufacturer data showed the ins was implanted in 2013 which would make the eri occur before expected. No further complications were reported.